Event description:
It was reported that the handpiece is causing intermittent unnatural noise and additional symptom of exceptional heat generation from the handpiece was reported as well. This was noticed during the first use of the device. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the handpiece is causing intermittent unnatural noise and additional symptom of exceptional heat generation from the handpiece was reported as well. This was noticed during the first use of the device. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The device is repaired and will be returned to the customer.